Event description:
On 05/03/2000 at about 2:30 pm est an oxygen regulator caught on fire/ exploded. Pt on o2 using this regulator and e-size cylinder at 15lpm for 5-10 minutes before occurrence. Pt being transported to or. Pt on bed was being wheeled head first into elevator, bed was at least half way into elevator. Staff present heard loud hiss followed by a loud boom or explosion. Others not in the immediate area and around a corner also heard the loud boom and saw the fire ball. E-cylinder was on a cylinder cart that was hooked in upright position onto the middle of the foot board of bed. Staff assisted pt and staff involved. Security and plant operations personnel arrived at scene. The cylinder and regulator were immediately removed and taken to the roof of the building as a precautionary measure. The area was checked and photographed. Items that appeared to be molten metal were found on the door and wall that was directly north of the elevator. The substance was also found on the floor in the same area along with pieces that appeared to come from the oxygen regulator. Burn marks on the bed matched the direction of where the substance had splattered the wall and door directly north and adjacent to the elevator. Pressure inside the cylinder prior to occurrence was not determined.